Manufacturer narrative:
Complaint no: (B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy, which was suspected to be peritonitis. The cloudy effluent and abdominal pain were manifestations of the event. The cause of the suspected peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for suspected peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient remained on antibiotic therapy and patient's recovery status and outcome of the event were not reported. No additional information is available.